Event description:
Caller reported a potential false negative urine hcg result vs a quantitative serum result. A 34 y/o female pt came to the ER at 10:30pm with flank pain. The urine test result was negative; a serum quantitative result was 88,314miu/ml. The customer located the pt's urine sample and tested it several time herself. The sample produced strong positive results when tested straight and when it was diluted. The customer stated our kit works as expected and they may have initially tested the incorrect specimen. She will go over proper procedure with her staff to make sure they are interpreting the test correctly.

Manufacturer narrative:
Lot number (s): hcg2050008, expiration date (s): 04/2014. Control: 20 miu/ml hcg urine control lot: hcg120130-01, 229.9iu/ml hcg urine control, lot: hcg120903-01, 230.2iu/ml hcg urine control lot: hcg120917-01, 210.6iu/ml hcg urine control lot: hcg120903-01. Clinical positive urine from 6 pregnancy urine. Summary of results: the 20miu/ml hcg urine control yielded correct positive results at 3 min read time with retention devices. (N=15). The 229.9iu/ml hcg urine control yielded clearly positive results at 3 min read time with retention devices. (N=3). The 230.2iu/ml hcg urine control yielded clearly positive results at 3 min read time with retention devices. (N=3). The 210.6iu/ml hcg urine control yielded clearly positive results at 3 min read time with retention devices. (N=3). Six clinical positive urine samples showed clearly positive results at 3 min read time with retention devices. (N=1 for each sample). Conclusion: from retaining testing with in-home controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation was not replicated in-house with retention devices. Retain devices were tested with 3 different high levels of hcg control, cut off hcg control and 6 samples from a pregnant woman. All results met qc specification. No false negatives were observed. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined w/o pt specimen analysis in-house. Product deficiency was not established. To date, 2 complaints of this nature have been reported against this lot. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.